Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports that the PICC was found severed at the hub. The device was difficult to aspirate and device leaked. PICC removed and replaced.

Event description:
The customer reports that the PICC was found severed at the hub. The device was difficult to aspirate and device leaked. PICC removed and replaced.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC catheter for evaluation. The catheter contained obvious signs of use in the form of biological material in both extension lines. Visual inspection of the catheter revealed the distal extension line had been separated from the juncture hub. The separation point was smooth and no remains of the extension line were found in the juncture hub. The length of the returned catheter body measured 19.875", which is within specifications of 19.5"-20.0" per PICC catheter product drawing. The outer diameter of the distal extension line measured 0.0949" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the distal extension line measured 0.056" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured as expected. The total length of the distal extension line measured 2.6875", which is not within specifications of 2.640"-2.650" per distal extension line product drawing. The inner diameter of the juncture hub molding cavity the distal extension line was separated from measured 0.093". The proximal extension line was flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized the proximal line to test for leaks. No leaks were detected. A manual tug test confirmed the distal and proximal extension lines were fully secured within their luer hubs. The proximal line was also secured within the juncture hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Open catheter clamp prior to infusion through lumen to reduce the risk of damage to extension line from excessive pressure." The report of an extension line/juncture hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the juncture hub. A device history record review did not reveal any relevant findings. Based on the complaint description and the sample received, manufacturing caused or contributed to this complaint. A non-conformance was initiated to further investigate this issue.